Event description:
Loss of osseointegration, patient has compromised immune resistance, uncontrolled endocrine illness and parathyroid disease, no thread tap used, peri-implantitis, bleeding, mobility.